Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v845985, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient¿s health care provider confirmed the patient¿s device quit working. Reprogramming was done on (B)(6) 2013. On (B)(6) 2013 the patient underwent surgical intervention and had the lead replaced. No hospitalization was required.

Event description:
After further review, it was noted that the patient could also feel stimulation in the feet. It was noted as ¿it¿s gotten really bad¿ and just been awful. It was noted nothing was any better after the interstim was put in. It was unclear if the never was pre- trial or pre-implant.

Event description:
It was reported that the patient never had therapeutic effect. The trial made a big difference. The patient had not got a lot of results with the device, the physician was considering moving the wires. The patient could feel the stimulation in her seat area and in her pelvis. The patient had a lot of previous nerve damage. Since the implant was put in she had tried all of her programs and increased the stimulation as high as she could until she feels raw, pain and like she was getting an infection. The patient's bladder had been worse in the last month. The patient was planning to contact her healthcare provider's office to request to have a representative at an appointment to try reprogramming and to check the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).